Event description:
Original ICD and lead implant in 2006. Rv lead high capture threshold(>9v) prompted revision the following month. When retracting with 12 turns, helix appeared fully retracted. Lead removed from body - found that helix was partially exposed with small amount tissue in it. Tissue removed. Helix retracted with a "pop" and sudden retraction. When attempting to re-advance helix, the helix did not move far at first, then suddenly advanced with a "pop." This lead was collected for sterilization and returned to medtronic for analysis. The lead was replaced. There are no known adverse effects to the patient regarding this.